Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. (Patient date of birth and weight are unknown). According to the complainant, at approximately 4 minutes into the ablation phase, a fluid loss alarm error message occurred. A cervical leak was observed and no burn to the patient was noted. The physician applied a second tenaculum and two additional fluid loss alarm error messages occurred. No additional loss of fluid was observed at the cervix and no burn occurred. The procedure was completed successfully. Additional follow up information from the physician confirmed that a cervical leak occurred and no burn to the patient was reported. There were no further complications reported with this event. The condition of the patient is reported to be "fine."

Manufacturer narrative:
The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.